Manufacturer narrative:
The reported event of ¿data not read¿ was confirmed. Device was received operating in backup mode. Analysis of device image indicated that device went into backup mode after explant, which is consistent with exposure to cold temperature. After the device was restored from backup mode, the device was found to be at elective replacement indicator (eri) and no anomaly found. Further analysis performed by interrogating device with 3510 programmer displayed no anomaly and interrogation results with merlin programmer reproduced ¿data not read¿ message. This message is consistent with merlin programmer interrogation issue, and not device related. Longevity assessment was performed, and the implant duration exceeds 75% of total projected longevity indicating normal battery depletion.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found top have a failure of telemetry, resulting in an inability to interrogate the device battery after an successful initial telemetry attempt. Intervention was planned but not yet performed. The patient was stable throughout.

Manufacturer narrative:
Correction h1: should be marked as a serious injury, which was not selected in the prior report.

Event description:
New information received notes that inductive telemetry was used in the initial event. Additionally, the patient's pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout and no additional patient consequences were noted.